Manufacturer narrative:
The field service engineer cleaned sample nozzles and fixed pinched tubing on a rinse station. No further issues have occurred since these actions. The investigation determined that the issue was resolved by the service actions. (B)(6).

Event description:
The initial reporter stated that they received a discrepant result for one patient sample tested with gluc3 glucose hk gen.3 on a cobas 8000 c 702 module. No incorrect results were reported outside of the laboratory. The sample initially resulted with a glucose value of 36 mg/dl, which repeated as 87 mg/dl. The repeat result was deemed plausible. No adverse events were alleged to have occurred with the patient.